Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A scan again in 10 minutes error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat. The ambulance was called requiring healthcare professional (paramedic) administration of glucose gel for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor; no issues were observed. The sensor plug is properly seated. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The returned sensor was de-cased and visual inspection was performed on pcba (printed circuit board assembly) and no issue were observed. The returned battery voltage was measured to be within specification range. Therefore, this is confirmed to brown out reset. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A scan again in 10 minutes error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat. The ambulance was called requiring healthcare professional (paramedic) administration of glucose gel for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional investigation was conducted. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed with the sensor patch. Visual inspection has been performed on the sensor plug assembly. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination) with event log 21 indicating brownout reset. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s printed circuit board assembly (pcba); no issues were observed. The returned battery was measured and the result was within the specification range. An extended investigation was performed. A visual inspection was performed using a digital microscope on the returned printed circuit board assembly (pcba). Salt formation from battery leakage was observed on the battery ground contact of the pcba and on the returned battery. Functional testing was not required for this sensor as visual inspection determined the root cause of the customer's complaint. Therefore, this issue is confirmed due to observations of clouding on the negative contact of the returned battery and salt formation in the crack of the battery gasket between the positive and negative contact, indicating battery leakage. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A scan again in 10 minutes error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat. The ambulance was called requiring healthcare professional (paramedic) administration of glucose gel for treatment. There was no report of death or permanent impairment associated with this event.